Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported under infusion. The customer stated the set and devices were not sequestered, and therefore no products will be returned for failure investigation.

Event description:
Customer reported an under infusion. The customer stated that gamma guard (ivig) 400 ml was to infuse over 4 hours but after 4 hours, 100 ml remained in the bag. The ivig was prepared by injecting 2 # 200 ml vials of gamma guard into an IV bag so the total volume in the bag was 400 ml. The customer denied any over fill. The infusion was started slowly at 25 ml/hr for 15 mins, increased to 50 ml/hr for 15 mins, and increased to 150 ml/hr for the remainder of the infusion. After 4 hours, the vtbi was adjusted and the remaining 100 ml was infused. There was no pt harm and no medical intervention was required. Customer stated that the user provided no further pt or event info is available.